Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had bad board was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issues were found on a pcu: - bezel white part near the motor board was not connected onto the bezel correctly. - the board was loose and not connected to the plastic part. - "bad board". The customer added that, "the board for the air in line near the part where the ring for the motor spins, the bottom is damaged; it's the little black part." There was no patient involvement.